Event description:
Reporter states that the pt experienced pain in left knee; view of x-ray showed wear on patella. Revision patella and insert were decided on. Significant wear was found on patella and insert.